Event description:
This report is being filed after the subsequent review of the following journal article ¿periprosthetic supracondylar femoral fractures above total knee arthroplasty: comparison of the locking and non-locking plating methods.¿ bae, d., kim, t., song, t., yoon, k. (2013). A retrospective review was performed between 1997 and 2011 on 33 patients with periprosthetic supracondylar femoral fractures. The purpose of this study was to compare the results and complications of periprosthetic supracondylar femoral fracture treatment using locking or non-locking plates. Fourteen patients were treated with a locking compression plate (synthes, (B)(4)). The patient age range of 53 to 86 years. The study group comprised of 12 females and 2 males and were contacted on a regular basis. The postoperative physical and radiographic examinations were performed at 1, 2, 3, 6, and 12 months and annually thereafter. Thirteen of 14 locking plating patients healed without any additional surgeries. One of 14 locking plate fixed fractures developed a nonunion leading to hardware failure including breakage of the plate or screw. The complications were successfully treated with revision orif with autogenous and allogenous cancellous bone graft. A copy of the journal article is being submitted with this medwatch. This report is for an unknown plate. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment not diagnosis. Article listed patient age as 53 to 86 years old. The study group comprised 2 men and 12 women. This report is for an unknown plate. Investigation could not be completed and no conclusion could be drawn, as no devices were returned and no lot numbers or part numbers were provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.